Event description:
Drive medical has received a complaint from one of its customers, (B)(6), alleging an adverse event involving a raised toilet seat original imported for cvs caremark by drive medical. It is reported that a toilet seat was purchased and installed by claimant's wife and his daughter prior to the event. Allegedly the claimant was in a rush sitting down on the toilet seat and the seat slid out on his right side under him and caused his hip to hit the toilet rim. The claimant was transported via ambulance to the hospital and diagnosed with a right hip fracture. He remained in pt for two days prior to his release. There is no defect and/or malfunction reported to drive medical at this time.